Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: loose femoral stem with motion at the interface proximally; synovitis in the hip joint with a small effusion and some brownish ruddy fluid; evidence of some mild trunnionosis. The adaptor sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.